Event description:
Patient stated one of his new solis pump is keeps beeping and patient could not remember the alarm code. Patient does not have access to the code anymore since disappeared. While patient regarding the troubleshooting for solis pump. Patient stated pump kept beeping even after the batteries were taken out. Patient reported this is one of the new solis pump that keeps beeping. Patient confirmed he has old two working pumps and from the 2 new pumps that he received only one is working. Patient confirmed in total he still has 3 working pumps (2 old and 1 new). Patient confirmed he switch over to working pump to continue with his treatment and no interruption in therapy. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: serial numbers: (B)(6) and (B)(6) and (B)(6). Did the reported product fault occur while in use with the patient? Yes did the product issue cause or contribute to patient or clinical injury? No if yes, was any medical intervention provided? N/a. Is the actual device available for investigation? Yes? Yes upon return did we replace device? Yes did the patient have a backup device they were able to switch to? Yes if yes, was the patient able to successfully continue their infusion? Yes is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Resolved.